Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead had exhibited infection. A revision was performed and the ICD, along with the right atrial (ra) lead, right ventricular (rv) lead and previously capped right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5171206, mw5171207.